Event description:
It was reported that during implantation, the lead screw did not work properly. The lead was replaced and the patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).